Event description:
Complainant alleged that while during a routine pacing procedure on a pt (age & gender unk) the device inappropriately shut down. Complainant indicated that the pt subsequently expired.